Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the numbers on the insulin pump began to scroll when attempting to add their carbohydrates. Customer reported a button error alarm occurred after. The customer's blood glucose was 168 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had moisture on keypad traces. No scrolling buttons noted. No button error alarm noted. All buttons functioned properly. The insulin pump had a cracked reservoir tube lip, cracked case on display window corner, cracked lcd window and minor scratches on lcd window.